Manufacturer narrative:
The device was discarded by the customer. Device history record review revealed nothing relevant to this event. From the info provided. It appears the surgeon was using the incorrect ablator for the technique performed. The cause of this event, however, could not be determined without device evaluation. This is the first complaint of this type for the part/lot combination.

Event description:
It was reported that the surgeon noticed a burn mark outside the pt's knee after arthroscopy and ablation. The burn was not near the portal. Add'l info indicates the surgeon was performing a lateral release. The staff gave the surgeon a 4mm 60 degree probe instead of a 2mm 90 degree (meniscal) probe as recommended for this type of procedure. Slight reddening of the skin noted above the lateral release site immediately post op. Blistering noted the next morning. The customer used a non-arthrex split retum electrode. This device is used for treatment.